Manufacturer narrative:
Manufactures investigation conclusion: the reported event of no external power alarms was confirmed, with the submitted log file. The log file captured a no external power alarm event, while the system was connected to the mobile power unit on november 5. According to the voltage values, there was a loss of power from the mobile power unit. And the system reverted to the internal backup battery for power. The system continued to operate at the stored speed value of 5,200 rpm, during the events. A set of 14v batteries/clips were connected to the power cables and the alarms cleared. Additional information received, indicated the cause of the no external power alarm was not identified. The mobile power unit was functioning properly, while in the clinic with no visual damage. A root cause of the no external power alarm event could not be determined through this evaluation. The mobile power unit is not expected to be returned at this time. All available information for conducting this investigation was collected. And no additional follow-up attempts will be performed. To date, the mobile power unit associated with the event was unavailable for an evaluation. The complaint file will close accordingly. And will be reopened if pertinent information is received. A review of the device history records revealed, the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm while connected to their mobile power unit (mpu0). The patient was brought into the clinic to look at the mpu and it appeared to be working fine. The patient was given a loaner mpu for the time being. The log file confirmed no external power alarms on the mpu. The cause of the no external power alarm was not identified, it was functioning properly when the patient came to clinic. There were no symptoms, the patient quickly switched to battery, and the alarm stopped shortly after. The mpu is currently working, all of the cords were secure/not damaged. It does have the locking connector on the power cord, when the patient came in it appeared to be intact. No additional information provided.